Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a loud drive motor. During visual evaluation, top case cracked and chipped by the front left and right bottom corners, bottom case cracked by the "l" bracket pole clamp damage was identified. During analysis, the reported issue was able to be duplicated. The event history log was reviewed and there is nothing in the log pertaining customer stated issue. Based on the evidence, the complaint was confirmed. The issue is multiple components (work coupling, worm gear, motor and lack of grease on worm coupling cavity). Service replaced coupling, gear and motor. Re-apply grease on plunger tube. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the motor drive is loud.